Manufacturer narrative:
Catalog #: 72404257; expiration date: 04/04/2013; serial #: (B)(4), UDI: (B)(4). Catalog #: 720185-01, expiration date: 04/13/2013, serial #: (B)(4), UDI:(B)(4).

Event description:
It was reported that the patient was having issues with their inflatable penile prosthesis. It was further reported that when the patient was seen by the physician 12 days after the implant surgery, the physician was able to inflate the device without any problems. At that time the patient's pain was tolerable. 41 days after the implant surgery, the physician went over instructions on inflating and deflating the prosthesis. He was able operate the device but experienced some penile ache. The physician explained that this was expected and should resolve as the penis stretches. When the patient was later seen 48 days after originally being implanted, the patient had many questions about penile length and the fact that his penis is smaller. The physician explained that a larger device could not be implanted due to the measurements of the patient's corporal bodies. The patient reported that the glans flip backwards and it is preventing him from having intercourse. The physician inflated the device during the examination and noted no sst (supersonic transporter). The physician did note that the patient pulls his glans back over the cylinder and states the flip is what bothers him. 7 years, 4 months and 10 days after originally being implanted, the patient presented to the physician. The prosthesis had been malfunctioning for approximately one year. It was observed that the distal tips of the prosthesis did not reach the mid glans and an aneurysm was palpable on the left cylinder "just deep to the base of the penis." The physician had difficulty accessing the pump but the patient denied any problems with using the pump. Inflation by the physician demonstrated the aneurysm when inflated and disappearance with deflation by the patient. 7 years, 8 months and 6 days after originally being implanted, the patient underwent a CT of the abdomen and pelvis without intravenous contrast. It was observed that the reservoir was collapsed and there was folding of the inflatable component on the left side. No patient complications reported in relation to this event. This complaint was initially submitted to FDA via asr report q3 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.